Event description:
Reportedly the sound with the device became to soft starting in (B)(6) 2019. Prior the recipient was doing well with performance increasing over time. There have been no recent changes in health, bumps on the head or pain. Additionally, there was no swelling or redness at implant site. There are no concerns with his hearing on the contralateral ear. Re-implantation took place on (B)(6) 2019.